Event description:
A physician reported that during surgery, they noticed that the edge of the optical part was scraped. The surgery was completed as it was. The sample was not available since it was still implanted into the patient's eye. Additional information has been requested and received stating that there was no potential health impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Photo provided shows an implanted iol. The optic edge appears to be nicked chipped. Based on our observation of the attached photo, the optic edge appears to be damaged. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).